Event description:
Manufacturer's ref.#: (B)(4)

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The control printed circuit board pcb was found damaged/burned. The provided picture confirmed the several components corrosion in the pcb. The customer rejected the quote and decided not to proceed with the repairs. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the defective pcb has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).